Manufacturer narrative:
Manufacturing site evaluation: the optic was attached to the patient with the mounted 495ne light cable mentioned in this message, contrary to the warnings in point 2 of the instructions for use resulting in burns. The burns on the patient were caused by the user and not by a manufacturing defect of the optics. The product was found to be specifications. The IFU warns " do not rest the endoscope or the light cable on the patient or where they are in direct contact with surgical accessories." The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a 495ne 4.8mm x 300 light cable. According to the information received the surgeon was doing a laparoscopic procedure and the scope was still partly in the trocar/cannula, however the surgeon laid the scope on the patient's abdomen to get a better angle of view to the target area. Either the shaft of the scope or the light cable junction to the scope's light post then caused a patient burn.

Manufacturer narrative:
Manufacturing site evaluation: the instrument evidence of use: distal end that connects to xenon300 has gouges and discoloration around the fibers. No visible damage to the light fibers. The event is filed under internal karl storz complaint ID (B)(4). The IFU IFU im-000003 IFU v17.0 (11-2019) warns never place the end of a fiber optic cable or telescope connected to a light cable on or under a surgical drape while the light source is activated.the intensity of the light may cause burns to the patient and/or the surgical drape.